Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from the cta (closed tube aliquotter) piercer probe after entering the cta wash station. The fse replaced the cta wash station to resolve the leak, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from the cta (closed tube aliquotter) on a unicel dxc 660i synchron access clinical system. The customer stated the leak was contained to the instrument and described the volume of the leak as approximately <10ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.